Event description:
Tech alleged the brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake and steer transfer links are broken. The tech replaced the brake and brake steer transfer links to resolve the issue.